Event description:
Customer's husband reported customer's insulin pump has been alarming no delivery in the mornings. Customer's blood glucose is 479 mg/dl. She treated with a manual injection. In troubleshooting, the device alarmed no delivery during priming. The connection was verified. Insulin did not exit the tubing when manually pushed. Customer tried a new infusion set with the same reservoir, but insulin still did not come out. Changing the reservoir resolved the issue. Customer is returning the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.